Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was unknown. The customer stated that their blood glucose levels were high and she passed out and broke her ankle. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. It was also reported that the time was off on the insulin pump. Customer declined troubleshooting. The customer also requested that their insulin pump be replaced. It was also reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.